Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) range. Customer delivered an injection to treat elevated bg level. Customer was referred to health care provider for possible factors that may affect bg levels.